Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. No pacing was observed. Attempts to obtain additional information were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).